Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt felt no stimulation when using programs e and d. These are the programs the pt had been using most frequently. The issues with the two programs began around (B) (6) 2009. On (B) (6) 2009 the pt ruptured l4 and l5 and underwent emergency fusion surgery. The hcp who performed the fusion had since ordered scans and x-rays. The hcp had told the pt he "did not get near the wires and nothing had moved." The pt also experienced soreness and pain that was constantly bothering him near the ins site. The symptoms had been present for about 3-4 weeks. The pt had lost approx 34 lbs since september. The pt was seen on (B) (6) 2009 by the hcp. The hcp indicated there "was a lot of play around the device and that it could flip around." Additional info has been requested, but was not available on the date of this report.